Event description:
It was reported that syringe 1ml s/t w/ndl 25x5/8 rb contained foreign matter. The following information was provided by the initial reporter: "it was reported that there was a solid foreign substance inside the barrel of the syringe. Per email: on (B)(6) 2020, during yellow fever manufacturing, a foreign substance was visible on the interior of the syringe barrel commodity (B)(6)."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/4/2020. H.6. Investigation: three photos and one 1ml syringe in an opened blister pack from batch 8294987 (p/n 309626) was received and evaluated. It was observed the stopper was not secured the plunger rod and caught between the plunger rod and barrel wall near the middle. The insecure stopper condition was rejectable per product specification. Potential root cause for the insecure stopper defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1 ml s/t w/ ndl 25 x 5/8 rb contained foreign matter. The following information was provided by the initial reporter: "it was reported that there was a solid foreign substance inside the barrel of the syringe. Per email: on (B)(6) 2020, during yellow fever manufacturing, a foreign substance was visible on the interior of the syringe barrel commodity 3112841."